Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-06302. Reference MFR report: 1627487-2019-06305. It was reported that the patient started experiencing uncomfortable stimulation following a car accident in 2014. As such, patient has not used or charged the system since then. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06302; related manufacturer reference number: 1627487-2019-06305.